Event description:
It was reported that the right ventricular (rv) lead was observed with very small regular deflections of possible noise on high rate episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.